Event description:
Hospital reported that in three separate cases involving three different patients, graft infections occurred postoperatively. All three procedures were in the femoral popliteal area. The same surgeon performed all three cases. All grafts were explanted and not returned to manufacturer.